Event description:
Customer reported the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and software and configuration files were reloaded. Ups switch was replaced per service manual. System performed as intended.